Event description:
Customer requested the sys will not fully boot-up. No pt injury was reported.

Manufacturer narrative:
The customer checked the table operation and reported sys operated normally. The service call was cancelled.